Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer received a new insulin pump and is experiencing high blood glucose. She is treating with manual injections. During high blood glucose troubleshooting, the customer¿s blood glucose was either 333 mg/dl or 353 mg/dl. Her current blood glucose is over 400 mg/dl and is experiencing nausea and vomiting. The drive support cap is normal. The caller declined to check for leaks or air bubbles in the tubing or reservoir because she said that they already checked. She declined to check for any site or insulin issues. The caller was asked if they recalled if the pump alarmed since the high blood glucose began and found that there had been four auto off alarms. The auto off was set to 12 hours. The caller said that the settings had not changed from what was set in the customer¿s original pump. The caller had chosen to set the auto off feature to off. The caller was assisted with performing the high pressure test and the pump passed. She was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. The insulin pump will be returning for analysis.